Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hyperglycemia and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone15.4. Cgm sensor type: g7.

Event description:
It was reported that the patient had been in the hospital emergency room with hyperglycemia as well as hypoglycemia. The patient's blood glucose levels reached 424 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include body aches and fatigue. The patient reports that their hyperglycemia had turned to hypoglycemia. Once at the hospital emergency room the patient was monitored and treated with intravenous fluids. The patient was in the emergency room for 14 hours.